Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is calling to report that he believes that the pump is not delivering insulin as he has to keep priming the tubing before he sees insulin coming through. Patients blood glucose readings have reached as high as in the 20mmol/l (no exact figure) and has ketones of 0.3. No adverse event alleged. A request was made for the return of the device.